Event description:
The facility had reported an infusion pump with a failure code 812:05 which had occurred during patient use, 20 minutes after the start button was pressed. The pump had been set to infuse at 250 ml/hour. Information was requested by baxter regarding, tubing product code and lot number in use, medical intervention and patient injury, but no additional information was available. Additional contact information was requested but no additional contact was identified.